Manufacturer narrative:
This event is reported as a serious injury due to retained foreign object as the tip of the driver remains in the head of the screw implanted in the patient. Device evaluation determined that the cause of the failure of the instrument was likely due to quench cracking. Quench cracking is a stress overload of a material that is caused by, but not limited to, localized thermal stresses during the quench process, or the presence of a higher concentration effect. This issue does not create a concern for all instruments from the affected lot as quench cracking is a localized occurrence during the quench-and-temper process. Review of manufacturing history found a total of (B)(4) pieces of this lot released for distribution in october of 2013 with no deviation or anomalies. A two-year complaint history review did not find any previous reports of tip fracture for this part number. As this is the first report of this nature for this part number, the need for corrective action was not identified.

Event description:
It was reported that during a procedure, the tip of the lock screw torque drive (39-rd-0060) fractured in the lock screw during insertion. The tip was unable to be removed and was left in the lock screw implanted in the patient. Another driver was used to complete the procedure with no delay.